Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. The customer declined to troubleshoot for high blood glucose level and site issue and insulin pump had multiple occlusions. No further troubleshooting was performed. The insulin pump and reservoir will not be returned, infusion set will be returned for analysis.